Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, paravalvular leak (pvl) was noted. Subsequently, a second valve was implanted which resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed. A supplemental report will be submitted when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.